Event description:
It was initially reported that the patient was seen due to inappropriate shocks. The device was explanted and the leads left in place. Subsequent information was received reporting that the patient received 14 shocks due to post-pace t-wave oversensing. The pace/sense portion of the model 6947 lead was capped, and a model 4076 lead was placed for pace/sense. The high voltage portion of the model 6947 remains in use. However, there was still t-wave oversensing even after the lead was added, so the device was programmed to vvi 40, where there was no oversensing. No further patient complications were reported as a result of this event.